Event description:
An ER doctor called to inquire how the suspect device could read high with a blood sample for glucose. The patient received a result in the 200mg/dl range and experienced a hypoglycemic episode and came to the ER. The pt's blood glucose was around 50mg/dl upon arrival. The pt was given juice, sugar and a turkey sandwhich. The suspect device was then replaced with new product and authorized for return to the MFR for evaluation. A level 1 glucose control was used on the system and the control was out of the acceptable range.